Manufacturer narrative:
Patient city: (B)(6). Patient country: poland. Name: medtronic minimed address: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia, elevated ketones event on 18 mar 2026. Due to the event, the patient's blood glucose level was high and was treated with insulin pen and changed the infusion set.